Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. During visual evaluation, the sample appeared to have residue throughout. The balloon rewrap tool was present. The distal end of the balloon was noted to be prolapsed over the distal tip and fiber disturbance noted. No other anomalies were noted to the sample. During functional testing, an in-house presto inflation device was used to inflate the balloon and was able to maintain pressure. No leaking was noted during inflation and balloon deflated without issues. During microscopic evaluation at 7x, the distal end of the balloon was noted to be prolapsed over the distal tip and fiber disturbance noted. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported uncomplicated balloon rupture since no evidence of rupture was noted during sample evaluation. The investigation is confirmed for the identified material frayed and material deformation since the distal end of the balloon was noted to be prolapsed over the distal tip and fiber disturbance noted during microscopic evaluation. A definitive root cause for the alleged uncomplicated balloon rupture and identified material frayed, material deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024).

Event description:
It was reported that during an angioplasty procedure, the proximal part of the pta balloon allegedly ruptured under nominal pressure. There was no reported patient injury.